Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they have developed a severe allergy to the adhesive electrodes used during treatment. The patient had an extensive rash that started in the middle of their face and descended to their knees. The area was bright red and they had an intense burning sensation accompanied by severe itching, trembling and chills. No product was applied before the electrodes. About 1/2 hour after the placement of the electrodes the skin reaction appeared while the electrodes were still on their skin. The first treatment was oral and it didn't help keep the reaction from progressing. Intravenous corticosteroids were given and the patient was under observation on a heart monitor and blood pressure, lying on a stretcher. The patient had to undergo a second intravenous corticosteroids treatment which worked.

Manufacturer narrative:
A device history record review could not be conducted because a lot number was not provided. Therefore, a review of the specific manufacturing and inspection records was not possible. However, all product lots are required to meet established acceptance criteria and must successfully pass defined visual and functional inspections prior to release. There were no devices or photos returned for evaluation; therefore, the affected device could not be evaluated, and a definitive root cause could not be determined. A corrective and preventive action is not required at this time. We will continue to monitor and take actions, as applicable.